Event description:
It was reported that the pump display did not turn on. There was no reported adverse impact to the customer's blood glucose. Reportedly the customer continued to use the pump for insulin therapy.